Event description:
Customer obtained a result of 40mg/dl and 2 minutes later obtained a result of 191mg/dl. An additional ten minutes later, the customer reportedly tested 429mg/dl. All tests were performed on the same device. Caller states that the customer did not take her fast acting insulin in response to the results. No adverse event reported and no treatment received. Quality controls were used and reportedly fell within acceptable range. Requested return of suspect device and replacement was sent.